Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 66-year-old male patient underwent a percutaneous inferior vena cava filter implantation using a denali filter to treat left femoral deep venous thrombosis. Three months post a filter placement procedure, the filter was allegedly seen to have shifted from the place of implant by reviewing the imaging image, and it was twisted. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two single-frame fluoroscopic images were provided and reviewed. The images are not dated. The first image, presumably the later image, is taken from an unusual angle. Contrast may be within the vena cava; if so, much of the device appears to be outside the vena cava boundaries. There is marked deformity of several of the arms of the filter. The second image is likely the image obtained immediately after implantation. It is poor quality such that the individual limbs are not clearly seen. One electronic photo was provided and reviewed. The photo shows the product labeling information, which was verified with tw details. Therefore, based on the image review the investigation is inconclusive for the reported malposition of device and material twisted / bent as no objective evidence was provided for review. A definitive root cause for the reported malposition of device and material twisted / bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 66-year-old male patient underwent a percutaneous inferior vena cava filter implantation using a denali filter to treat left femoral deep venous thrombosis. Three months post a filter placement procedure, the filter was allegedly seen to have shifted from the place of implant by reviewing the imaging image, and it was twisted. There was no reported patient injury.